Event description:
It was reported the patient ((B)(6)) experienced discomfort at the ipg site. The patient tried local anesthetic cream to no avail. Surgical intervention was taken on (B)(6) 2015 where the physician repositioned the ipg to the right abdomen. Reportedly, effective therapy was restored postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.